Event description:
Reportedly, during pt use, a "low paw" alarm occurred, the led turned red, however; the alarm was not audible. Use of the reset button did not resolve this issue. The pt was manually ventilated before being transferred to another ventilator. There were no reported adverse pt effects.

Manufacturer narrative:
Although requested, no further pt info was provided.